Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that when they got back home from an MRI, they weren't able to start the therapy again, and it caused some issues, the therapy was off for over a week now. The patient stated that they had a technical issue and they couldn't turn the therapy back on, and it was saying "therapy has stopped replace internal device". The patient mentioned that the therapy has been off since 12th of march, and it had caused extreme overactive bladder, and they were tired of forever going at night to the restroom. The patient stated that they were able to talk to the manufacturer rep yesterday and they were told that the ins battery might have reached the end of its service and needed to be replaced. They were supposed to meet with the rep after their appointment this morning but hadn't received any calls yet. The agent reviewed ins battery longevity, and emailed the rep. The agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown whether the issue was caused by normal battery depletion. They stated the ins was not removed.

Event description:
On 2026-mar-31 additional information was received from a manufacturer representative. The rep stated that they had met with the patient and a replacement was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.